Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse checked the continuity of the power cord and confirmed that it was normal. Then, the fse checked the charging current and battery voltage and both were normal as well. Therefore, the reported issue was unable to be reproduced. The unit then passed all performance according to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) cannot charge battery. There was no patient involvement.